Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight, red particles in the shell, calcification, and an opening curved. A visual and microscopic analysis was performed which identified striated openings on the posterior and anterior and creases fold. Based on the device analysis the final assessment is: a striated opening due to surgical damage was consist with the use of some surgical tool.

Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.